Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that in a surgery when trying to lower the bed in reverse trend, the d860 table height dropped out from under the patient abruptly to the lowest height. After that happened, they were able to continue to use the table, all functions appeared to work and they were able to complete the procedure. It was later determined that they had a mistral-air machine under the leg section of the table and lowered the table and only the head side lowered until they kicked out the machine and the table dropped. There were no reported injuries or adverse consequences.